Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure the scrub tech held the tip of the device while it was activated which resulted in the tip burning through the scrub techs glove and burn to the tip of a finger. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure the scrub tech held the tip of the device while it was activated which resulted in the tip burning through the scrub techs glove and burn to the tip of a finger. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed.